Manufacturer narrative:
(B)(4). Reporter¿s phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to product design, construction/design false, defective. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the bearings and crani bracket were damaged on the craniotome device. It was further determined that the cage and inner ring were not present; the balls were missing and the ball bearing had fallen apart. It was further determined that the device failed pretest for cutter insertion( bearing), lock operation( rattle), visual assessment (bracket) and temperature. It was noted in the service order that the bearing was failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that the device had a drilled tip and leg. It was determined that this type of damage was indicative excessive side loading causing the cutter to flex and to come in contact neuro tip and leg, which is user error. It was also observed that the device failed the cutter insertion test. It was determined that this was due to worn out/damaged bearings that were loose, creating a situation where the cutter was not able to be inserted. It was determined that this was because the bearings were no longer in axial alignment not allowing the cutter to pass through, which was consistent with normal wear over time. The assignable root cause was determined to be due to user error and wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.